Event description:
It was reported that post laser vaporization of the prostate procedure, the patient failed void trial postoperatively (pod 1) requiring catheter replacement. Approximately 3 to 4 weeks, the patient returned with pain in the left groin with no voiding symptoms. Based on a magnetic resonance imaging, the patient was ultimately diagnosed with a prostate-symphyseal (prostate to pubic symphysis) fistula. The patient failed conservative management with foley catheter placement and underwent robotic assisted repair of the fistula. The patient was reported to be in stable condition. The pain and fistula resolved.